Event description:
It was reported that the user experienced recurrent overnight low blood glucose events, treated an initial low, and then experienced another low, and received education on treating hypoglycemia with 15 grams of fast-acting carbohydrates and rechecking after 15 minutes, along with a referral for additional device training. Symptoms included hypoglycemia. Outcomes included the need for user education and troubleshooting without hospitalization. Investigation included a review of use-related factors and provision of troubleshooting and educational guidance. Investigation of this case revealed no device malfunction reported and suggested possible overtreatment and subsequent glycemic variability due to user technique. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.